Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and damaged te pads or sensing electrodes.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The reported problem (adjust belt/check belt messages, damaged te pad/sensing electrode) has been confirmed. Upon investigation it was found that the u1 out of tolerance in ECG c and d. The root cause of the out of tolerance component could not be positively identified. There was no adverse event that resulted from the damaged belt.